Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure while delivering the cypher 2.5 x 28 mm stent to the target lesion, the physician felt friction/resistance within the launcher 6 fr. Jr4sh guiding catheter. The physician removed the stent delivery system (sds) and the proximal stent was noted to be flared. The product did not enter the patient/exit the guiding catheter. Another cypher stent was used to treat the target lesion/patient successfully. The target lesion was the distal circumflex. The lesion was reported to be: de novo, moderately calcified, moderately tortuous, and a 90% stenosis. The procedure was completed successfully. There was no reported patient injury.